Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the product noted a gouge at the distal end of the cannula. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged cannula at the distal end may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after surgery completion and upon patient return to their room following a laparoscopic appendectomy procedure, the nurse noticed that the tip of the cannula from the device had broken off. The fragment could not be located. It is not known whether the fragment remains in the patient's cavity or had fallen outside the body.